Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that the patient fell and hit the mouth, which resulted in the loss of the dental implant. In consequence, the implant was removed.